Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device went into backup vvi mode during firmware upgrade in clinic. Wrong device download instructions were shared mistakenly which led to device interrogation failure. Correct instructions to download the device were sent. No further information is available.